Event description:
It was reported that during a sigmoidectomy procedure, an air leak occurred. Another device was used to complete the case. There were no adverse consequences to the patient. The devices were discarded.

Manufacturer narrative:
Information anticipated, but unavailable at this time.